Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. More than nine years have passed since the subject device was manufactured. There is no service record for the device. The exact cause of the reported phenomenon could not be conclusively determined. However, there is the possibility that the reported phenomenon was attributed to the aging deterioration of the device.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at olympus (B)(4), the mono polar output error, alarm due to corruption of the interface at the front panel, rust in the lower part of the front panel and on the bottom, and rusted screws of the housing of the subject device were found. There was no report of patient injury associated with the event.